Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr. Motor passed motor test. The displacement test functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. The insulin pump also had some cracks. The customer's blood glucose level was 178 mg/dl. She had an x-ray done on her hand and she kept her insulin pump on. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.